Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Reportedly, the procedure was done under general anesthesia. According to the complainant, the patient has high risk prostate cancer, and had spaceoar and gold fiducials placed. The patient received intensity modulated radiation therapy (imrt) that was completed (B)(6) 2020. Reportedly, "towards the end of the therapy, the patient had a mild gastrointestinal complaints with urgency, tenesmus, but no diarrhea." A few weeks after completing imrt, the patient had complained of urgency to move bowels and pressure down in the rectal area. In the physician's assessment, the symptoms seemed most consistent with proctitis. The patient was treated with proctofoam and enemas but they did not help much so they tried a medrol dose pack. A computerized tomography (CT) scan was performed and the radiologist noted, "it looks a bit like a spaceoar or at least something in that space but it looked larger and that the border had a thickened wall looking like an abscess." The patient was placed on 5-6 days of cipro-flagyl but has not seen much change in his symptoms. The patient had begun having diarrhea. Reportedly, there may be some thickening in the rectal wall and colon. The rectal wall and colon were noted to be 3 x 1.5 centimeters on (B)(6) 2020. As of (B)(6) 2021 the rectal wall and colon measure 4.4 x 3.2 centimeters, ovoid low-density collection with thickened wall causing mild mass effect on the rectum.